Event description:
It was reported pt had pump replaced on march 10th. Before pump replacement, pt had an infusaid pump with morphine and a non-manufacturer catheter of unk length. Originally, the plan was to replace everything. The physician opted to change the plan last minute and only replaced the pump. According to the operative note, the physician tried to withdraw fluid from the catheter, but was not able to. The physician presumed the catheter was not in the intrathecal space. The physician injected contrast dye and noted the catheter was in the intrathecal space. The hcp indicated the concentration of the morphine in the catheter was 25mg/ml. It was noted what happened next was unclear because hcp was not able to view all the notes, although pt indicated he obtunded in recovery. The hcp believed the pt received an excessive dose of intrathecal morphine. Pt was hospitalized 12 days and since had recovered. The pt now required 14mg of morphine a day. Based on the operative noted, hcp conducted the physician connected the non-manufacturer catheter to the manufacturer catheter, and there was a leak. The rationale for the surgery was longer refill interval. Based on the significantly higher dose, the pt's refill interval had not improved. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4) - obtunded.